Event description:
During the device evaluation, the high flow insufflation unit exhibited a front panel failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.